Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply, generator interface pcb and generator batteries were evaluated and the replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system freezes up and will not fluoro. The fse determined the cause of the problem to be the generator interface board(gib) pcb and power supply. Fse replaced the gib and power supply to resolve the issue. The fse verified system functionality. While on site the fse found that the system batteries were weak and also replaced the system batteries. Based on age of the system, manufactured in 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.